Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after an interventional procedure. Reportedly, the knot was seen during harvesting the suture ends. Hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. There was no reported clinically significant delay in the procedure. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event was not confirmed. As designed, the suture knot should be seen when harvesting the suture ends. Analysis of the returned device found that both cuffs successfully captured the needles and the rail suture end attached to returned plunger assembly was cut. This is indicative of successful needle deployment and suture retrieval. The analysis also found that the rail suture end was not cut right after retracting the plunger to retrieve the suture; instead the suture ends were harvested first and the rail suture was then cut at approximately 10 inches distal of the link assembly. This is an incorrect deployment sequence per the instructions for use (IFU). Based on the analysis of the returned device, the probable cause for the detected rail suture being cut at wrong location is incorrect deployment technique. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Estimated date (reported as occurred within the last month).